Event description:
It was reported that the retrieved diagnostics for the device showed episode data invalid and there were no noted stored electrograms (egm). It was later reported that the missed egm data was able to be restored. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the retrieved diagnostics for the device showed episode data invalid and there were no noted stored electrograms (egm). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4193 implantable pacing lead (B)(6) 2007; 1580 competitor implantable tachy lead (B)(6) 2007. (B)(4).